Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section for the parturient, while the fat was being sutured, the needle detached from the thread. All broken components were accounted for and a new suture was used to resolve the issue. There was no patient injury.